Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The device evaluation found watertightness was lost due to a crack on the distal end, the adhesive on the bending section rubber had visible thread, the up/down knob had play, and the objective lens had the adhesive peeling. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices (see event), results of third party testing, the legal manufacturer's final investigation, and correction to event. The information included in event was inadvertently left out of the initial medwatch report. The user sent the subject device to a third party for culture testing where: sampling from: unknown. Cfu: >10cfu. Bacterial identification: unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer provided their cleaning disinfection and sanitization (cds) practices of the subject device. Precleaning was not delayed after the procedure. Water was aspirated through the instrument / suction channel with a suction pump. The auxiliary water channel was flushed with water by using the flushing pump. The air/water channel was flushed with water and air by using mh-948. The reprocessing accessories were without abnormality. Manual cleaning was performed within an hour after the procedure. The device passed a leak test. The detergent solution used was genesis. The brushed point: instrument channel, suction channel, air/water valve/suction valve, biopsy valve was checked. The device was appropriately rinsed before manual disinfection and all channels were flushed with and immersed in the disinfectant. The water quality in the final rinse was checked. The automated endoscope reprocessors (aer) used was the oer-aw and the detergent solution used was endorapid. The scope channels were connected with tubes when the scope was setting up into the aer. The disinfectant solution was used before the expiration date and it met the minimum effective concentration. The water filter was replaced within the specified period.